Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suturecut needle driver instrument was found to have a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was delayed for less than 15 minutes and completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that a cable was found protruding from the distal end of the instrument but no fragment fell inside of the patient. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.